Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. The complaint regarding broken conductor wire was confirmed by failure analysis. The instrument passed an electrical continuity test.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, the 8mm maryland bipolar forceps instrument was observed to have a damaged conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the 8mm maryland bipolar forceps instrument did not have issues with opening/closing of grips. There were no issues with yaw (left/right) or pitch (up/down) motion of grips. The customer mentioned that black wire on instrument was fully broken. Patient information was requested but site was unable to release it.

Event description:
Refer to h11 for follow-up information.